Event description:
Revision surgery was planned for (B)(6) 2012, as a result of the loosening of two expedium set screws. One of the two set screws is reported to have came off, causing the patient's rod to move. The devices were implanted approximately three weeks prior to the reporting of the product complaint. The surgeon is concerned that loosening may be related to the viper2 final tightener handle that was used to tighten the set screws. See mfg medwatch report no. 1526439-2013-32940 for the second set screw that was involved in this event. See mfg medwatch report no. 1526439-2013-32941 for the viper2 final tightener handle that was involved in this event.

Manufacturer narrative:
The set screw is not available for evaluation as the device was lost by the customer. Review of the device history record could not be performed as the lot code is unknown. The root cause for set screw loosening cannot be determined. The viper2 final tightener handle that was used to tighten the set screw (see mfg medwatch report no. 1526439-2013-32941) was returned, examined, and found to meet specification requirements. No corrective action/preventive action (CAPA) is required at this time as there has been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today¿s date has been entered in the required field. A follow up report will be filed upon receipt of the device and completion of the investigation.